Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with no flow with the solution administration set. The reporter stated that the ¿IV wouldn¿t run until [the user] disconnected and reconnected the extension tubing three times.¿ there was no known patient injury or medical intervention associated with this event. No additional information is available.